Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 270-271 mg/dl.

Manufacturer narrative:
Device not returned